Manufacturer narrative:
Retainer ring=clear. Blank display due to damaged battery tube. Verified cause of blank display with a pump test case. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to blank display. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay and cracked case (battery tube). The p-cap/reservoir does lock properly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had cracked battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.